Event description:
A biomedical professional reported that the bipolar mode was not working on the system. The timing of the event is unknown. The level of patient involvement is unknown. Additional information has been requested but has not been received.

Manufacturer narrative:
The company representative examined the system and duplicated the problem reported. The company representative reseated the connectors by the printed circuit board controller. The company representative tested the bipolar function several times and it passed testing. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be determined. (B)(4). Device operational issue.